Event description:
It was reported that rapid battery depletion was observed. Device was interrogated and found to be close to eri. Device will be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.